Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that after dropping their mx40 device in the toilet and having it sterilized, there was no audio from the device. There was no patient harm reported by the customer.

Manufacturer narrative:
.